Event description:
It was reported that the patient presented in emergency room experiencing muscle stimulation. Upon interrogation, the right ventricular lead exhibited loss of capture and sensing. Fluoroscopy revealed the lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.